Manufacturer narrative:
Concomitant products:w1dr01 ipg. Implanted on: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately eleven weeks post-implant of the implantable pulse generator (ipg) that the patient experienced a pocket infection. The ipg system was removed. No further patient complications have been reported as a result of this event.